Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump hit a rock, and the touchscreen became cracked and no longer functional. In addition, it was reported that a malfunction occurred. There was no reported impact to customer's blood glucose level. Reportedly, the customer had manual injections as back up insulin therapy.